Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as customer alleging possible insulin pump was under delivery and had insulin flow block alarm. The customer states their blood glucose level was 431 mg/dl at the time of incident. Customer¿s other blood glucose level was 515 mg/dl, they took some boluses and a total of 41.8. Customer states they notify insulin pump was stop bolus and checking blood glucose again was 522 mg/dl, customer deliver bolus and it was successful. Customer had checked the blood glucose and it went down to 350 mg/dl already, customer keeps on eating ice. Customer states positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. The devices will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6) and name has been changed to (B)(6).